Event description:
Right breast implant (subject of this report) removed 2/11/92 for reasons of patient complaint of breast deformity. Right breast implant was previously replaced on 7/3/84 for patient complaint of "firmness". Name of manufacturer of original right breast implant which was removed in 1984 is unknown to this facility, as well as the manufacturer of the left breast implant which was also removed 2/11/92. Visual analysis: right capsule excised to find intact and unaffected textured implant with significant inflamatory reaction. The left capsule was entered to reveal an intact silastic gel prosthesis with significant leakage of silicone gel through the intact membrane. Gross analysis: right breast implant focally torn in two (2) places, 1.5cm. And 0.8cm, in length. The left breast capsule is partially torn with what resembles material found within the breast implant. Microscopic description: foreign body gian cell reaction to foreign material both sidesinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown, other, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.